Manufacturer narrative:
Follow-up # 1 date of submission 4/24/2017 device evaluation: the device has been returned and evaluated by product analysis on 3/31/2017 with the following findings: during visual inspection of the pump, it was observed that the audio bolus button cover was detached and was missing a white slug. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the audio bolus button was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.